Event description:
A malfunction alarm occurred with the customer's insulin pump during the loading process. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm persisted, prompting the decision to replace the pump. The pump was confirmed to be under warranty, and the customer planned to use multiple daily injections (mdi) as a backup therapy. Technical support provided instructions for the return of the faulty pump and confirmed the shipping address for the replacement.